Event description:
Mostofi, k (2015). Total disc arthroplasty for treating lumbar degenerative disc disease. Asian spine j. 2015 feb;9(1):59-64. (B)(4). A total of 104 patients underwent total disc arthroplasty at the department of neurosurgery of (B)(6) from (B)(6) 2002 to (B)(6) 2008. Among the 104 patients, 67 were female and 37 were male with an average age of 33.1 years and a median age of 35.1, range 20-58. Mean follow-up was 20 months (range, 3-38 months). All patients benefited from a magnetic resonance imaging (MRI) scan of the lumbar spine conducted at the time of diagnosis. Discographies were carried out in 22 patients because there were doubts about the symptomatic degenerated disc level. More than one symptomatic degenerated disk level was detected in 17 cases; 13 patients with two levels and four patients with three levels. Eighty-seven patients underwent surgery for one level, 13 for two levels, and four patients underwent operations for three levels. All patients responded to the visual analogue scale (vas) and the oswestry disability index (odi) before, during the immediate preoperative period, and 6 and 12 weeks after surgery. One case of prosthesis dislocation was reported as a postoperative complication. This is report 1 of 3 for (B)(4). This report is for unknown prodisc-l. This report is for 3 devices.

Manufacturer narrative:
Additional narrative: UDI # unknown part number, UDI is unavailable (B)(4). This report is for unknown prodisc-l polyethylene inlay/unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.